Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned used. The coaxial was returned detached from the hub. The coaxial hub was not returned. The total length measured approximately 11 cm. The coaxial was returned bent. It is unknown how or when the tip became bent as the bend was not reported by the user. The proximal end of the coaxial where the break occurred was viewed under the microscope and the coaxial was out-of-round and the plastic material from hub was found inside of the coaxial. No anomalies were noted to the returned stylets. Functional/performance evaluation: no functional testing performed due to sample condition. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for break, as the coaxial cannula was found broken off from the plastic hub. Per the reported event details, the biopsy was performed in the pelvic cavity. Therefore, it is possible that anatomical and/or procedural factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current truguide coaxial instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided tumor biopsy in the pelvic cavity, the outer cannula allegedly broke at the coaxial hub. The procedure was completed by exchanging a new coaxial needle. There was no patient injury reported.